Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested an received: the jaw did not open, even when the reverse button was pressed / activated. Then, it was necessary to activate the manual control knob to open the jaw and remove the stapler from the patient. The stapler and the load were replaced. Also, they informed that there was no adverse event / consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the device locked with the load (green load). According to the medical report: at the moment of the first firing, the blade did not "run" and locked irreversibly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.